Event description:
It was reported the patient experienced excessive bleeding during the drg trial implant procedure. Reportedly, the bleeding was controlled by the physician administering pressure dressing and anticoagulants. Subsequently, the trial procedure was abandoned. Follow up information received identified the patient was stable.